Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer stated that a physician questioned a positive architect i2000sr bhcg result of 442 iu/ml on a 15 year old patient. The patient tested negative using a qualitative method. The patient retested negative on the same architect i2000 analyzer and on a different architect i2000 analyzer. No impact to patient management was reported.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us. The patient sample in question was not available to perform additional testing. Investigation included a thorough review of the manufacturing, testing and release data of this lot was performed and demonstrated that all specifications were met and did not reveal any events or issues that could impact the performance of the assay. Testing was executed to examine the performance of the architect total b-hcg reagent kit lot number 52917jn00) as well as two other approved lots. All reagent lots tested performed equivalently. The investigation also examined the performance of architect total b-hcg using 35 patient samples. These patient samples were selected to evaluate different aspects of the assay performance; specifically the occurrences of false positives; the occurrence of false negatives; and the effectiveness of the 1:15 dilution protocol. No false positive results were observed. Based upon the investigation performed, it was concluded that the architect total b-hcg reagent lot in question is meeting its safety, effectiveness and label claims. This is the final report.